Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's toes were crossing from stimulation. They further stated that they had to have foot surgery on the right toe on the right side after stimulation had pulled the big toe and lapped it over with the second toe.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.